Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was later reported that the catheter dislodged from the intrathecal space.

Event description:
It was reported that, on (B)(6) 2014, the patient reported nausea and itching with personal therapy manager (ptm) bolus activation. These symptoms were indicated to be intrathecal medication side effects. On the same date, the patient reported tenderness at the pump site and pain at the catheter site. The patient was concerned of a potential pump malfunction secondary to a reservoir volume discrepancy. On the same date, a catheter dye study to rule out a catheter leak. The dye study revealed catheter migration. The patient had an unscheduled office visit. However, the date of this visit was not reported. At the time of this report, the plan was to refill the pump on 2014-07-31 and assess volume discrepancies. The results of this pump refill were not reported. The device system was used to deliver dilaudid, compounded baclofen and bupivacaine.

Event description:
The outcomes, for the prior ongoing&#55301;vents, were reported to be resolved as of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient experienced opioid withdrawal. On (B)(6) 2014 the patient's catheter was spliced. On (B)(6) 2014 the patient reported withdrawal symptoms including itching, nausea and vomiting, anxiety, increased pain, and feeling like she "is coming out of her skin". On (B)(6) 2014 (B)(4) study was performed and results were catheter leakage. Surgical intervention was performed and the catheter was spliced on (B)(6) 2014. The patient was hospitalized. The severity was severe (produces significant impairment of function or incapacitation and is a definite hazard to the subject's health). It was related to the catheter. On (B)(6) 2014 the event outcome was ongoing. Later information reported that on (B)(6) 2014 surgical intervention was performed to reposition the pump and the catheter was spliced to accommodate the new position of the pump. The pump was repositioned from right abdomen to the left abdomen. The patient reported gluteal and bilateral lower extremity numbness without weakness on (B)(6) 2014, at an unscheduled clinic or office visit one day following a catheter revision. The patient's symptoms continued and the patient presented to the clinic on (B)(6) 2014, and a healthcare professional indicated the patient had a fully operational system; the patient may be having some increased sensitivity to the current pump medications. Plans were to change concentrations of medications at the patient's next visit. The event was related to the intrathecal medication and was assessed as mild and non-serious (did not interfere in a significant manner with the patient's normal functioning level). The patient was administered zofran 4 mg as needed. On 09/04/2014, the hcp reported the patient's tenderness at the pump site was resolved without sequelae with resolution on 08/27/2014. The opioid withdrawal event of (B)(6) 2014 was indicated also as resolved without sequelae with resolution on 08/27/2014. The intrathecal medication side effects event of (B)(6) 2014 was ongoing as of 9/02/2014. The intrathecal medication side effects event of (B)(6) 2014 was ongoing as of 9/02/2014. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a healthcare provider via psr who indicated that on (B)(6) 2014, the patient was administered 4 mg of z ofran as needed and resulted in an unscheduled office/clinic visit. The etiology of the event was related to the intrathecal medication hydromorphone. Per the pump logs provided, the pump was examined and changed on (B)(6) 2015. A bolus was programmed over the course of 9 minutes. The patient's patient activated drug dose was 0.0440 mg of dilaudid, 13.2 mcg of baclofen, and 0.330 mg of bupivacaine; the patient was allowed a maximum of 12 doses/day. After the pump was changed, a bolus was programmed to occur over the course of 5 minutes. There was no change to the dose/concentration of the baclofen, dilaudid, or bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.